Manufacturer narrative:
During the phone conversation with the customer, it was determined that this was faulty battery which the customer does not plan to replace but decided to remove the unit from service. The device remains at the customer site and no further evaluation is warranted at this time. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end-of-life terms and the device remains at the customer site.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the heartstart xl device indicating that the battery failed.